Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had increased thresholds and high impedance. The ventricular lead had noise noted on the electrogram and over sensing. Both leads were also suspected to be fractured. Both leads were capped and replaced. No patient complications have been reported as a result of this event.